Event description:
It was reported that during an unknown procedure, the device misfired. It did not crimp the staples. It is unknown how the procedure was completed. No patient impact reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.